Event description:
During a CABG procedure, it was reported that a pt had become "unstable" (elevated pa pressures, pco2 levels in the 60's). The pt's belly became distended after migration of co2 into the abdominal cavity. By this time, the harvest was just about complete and it was not necessary to convert the saphenectomy. However, the surgeon, felt it necessary to open the belly to evacuate the co2 in order to stabilize the pt. The pt was last reported to be in good condition. No further info was provided regarding this event.